Event description:
It was reported that during laparoscopic cholecystectomy procedure, the first fire scissored on the cystic duct. A new applier was used to fire again. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within specifications. In addition, a bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed six conforming clips. The instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).